Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "received call from customer that the statlock is coming apart from the adhesive and cannot be used. She says this has happened twice." This report addresses the second device.